Manufacturer narrative:
(B)(6). The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 3:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated this skin graft mesher. Initial qa inspection of the skin graft mesher by zimmer biomet surgical revealed that the calibration and test cut could not be taken due to the damaged comb., roller and gear. The side plates had visual damaged as well. The device was received with the 1.5:1 cutter and the 3:1 cutter. The 1.5:1 cutter produced an incomplete mesh and was deemed non-repairable. The 3:1 cutter produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the side plates, bushing, roller, gear, comb and hardware. The skin graft mesher was then tested and functioned properly. The reported event was confirmed since during initial inspection the calibration and other pre-testing could not be performed due to the damaged comb, roller and shaft gear. The root cause of the plastic carrier being stuck within the mesher was due to a damaged comb, roller and shaft gear. The issue was resolved with the replaced side plates, bushing, roller, gear, comb and hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the plastic carrier got stuck in the mesher during surgery. Initial inspection of the returned mesher revealed that the comb was damaged. No adverse events were reported as a result of this malfunction.